Manufacturer narrative:
No analysis could be performed as the received performance data was corrupted.

Event description:
It was reported that that the patient was hospitalized and the right atrial lead was found to be dislodged. The lead was replaced. The patient is a participant in the clinicalservice project study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.